Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed the error 47(control panel communication)failure and the screen was no longer functional. The device had the control panel replaced and returned to customer on 11july2023. The device will be return to the depot under warranty. Per follow up information received via email on 16aug2023, they shipped the device back 2-3 days ago and did receive the loaner. Per sample evaluation results on 14sep2023, it was reported that the shut off after sanitization cycle, control panel did not reboot, used u.I. To complete decontamination. Replaced cca, isolation,component spec, rohs with 45 hour burn-in due to screen not coming on. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device displayed the error 47(control panel communication)failure and the screen was no longer functional. The device had the control panel replaced and returned to customer on 11july2023. The device will be return to the depot under warranty. Per follow up information received via email on 16aug2023, they shipped the device back 2-3 days ago and did receive the loaner. Per sample evaluation results on 14sep2023, it was reported that the shut off after sanitization cycle, control panel did not reboot, used u.I. To complete decontamination. Replaced cca, isolation,component spec, rohs with 45 hour burn-in due to screen not coming on. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use.

Event description:
It was reported that the biomed stated the arctic sun device displayed the error 47(control panel communication)failure and the screen was no longer functional. The device had the control panel replaced and returned to customer on (B)(6) 2023. The device will be return to the depot under warranty. Per follow up information received via email on 16aug2023, they shipped the device back 2-3 days ago and he did receive the loaner. Needed more information on return shipping labels. I sent an email to (B)(6). No additional information or sample is available at this time. An additional follow up is not required. Per sample evaluation results on (B)(6) 2023, it was reported that the shut off after sanitization cycle, control panel did not reboot, used u.I. To complete decontamination. Replaced cca, isolation,component spec, rohs with 45 hour burn-in due to screen not coming on. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.